Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited continuous blurring. The issue was discovered during set up / inspection for use. There were no report of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to a previously submitted report. Corrected fields- d4 - expiration date, d4 - expiration date null, e1 - email, e3 - occupation, h6-medical device problem codes. This supplemental report is being submitted to provide the results of the final investigation and a correction to a previously submitted report. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.